Manufacturer narrative:
The insulin pump was received with frozen display screen during boot up followed by constant tone due to open lcd driver. Complaint on unresponsive buttons was not verified due to frozen screen. The device had corroded keypad traces, cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was trying to program the insulin pump when she got a constant tone. Buttons are unresponsive and the time would not display. The device will continuously count from one to seven. Customer's blood glucose was 172 mg/dl. Tone and possible causes were explained to the customer. No alarm occurred prior to the tone. Tone did not clear. Removed and replaced the battery, the device continued to be count loop and the tone was still there. Customer was advised to take out the battery for two hours and revert to back up plan. Customer just wanted the device replaced. No further information reported.